Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The osseotite® implant 4 x 13mm (oss413) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The implant remains implanted. The returned x-ray showed that the implant is fractured at the threaded region with within the surgical site. DHR review was completed for the subject lot number 241504. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 241504 for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The most likely cause related to the event is patient parafunction over the course of 15 years. However, it can be associated to inadequate treatment planning. The following sections have been updated: d4: unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported a fracture of an implant (oss413) during a check up. Upper part of the implant was discarded and lower part remains implanted. Tooth location 19.